Event description:
It has been reported that the AED did not pass self diagnostic check. There was no negative patient impact.

Manufacturer narrative:
(B)(4). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It has been reported that the AED did not pass self diagnostic check. There was no negative patient impact.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.